Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where on follow up, it was noted the patient had a moderate central leak and a gradient of 4. The leak was not observed intraprocedural. Additional information received reported that the patient was symptomatic and admitted with heart failure like symptoms. The patient is stable but was in the hospital. Leak was not treated. Patient received diuresis. It was believed the leak in total, contributed to heart failure hospitalization.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for central regurgitation was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on similar events of this type, central regurgitation typically occurs in combination with the evoque valve not sealing on the annulus (i.e., malposition). Patient factors may influence the severity of central regurgitation post evoque deployment. Since imaging was not provided for evaluation, a definite root cause could not be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra or CAPA was required.